Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended motion, and could not secure the cutter device. Therefore, the reported condition that the cutter device detached during operation was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device could not secure/lock the cutter device, and the device had unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the cutter device detached during an unknown surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: additional information b5: additional information received from the reporter states that the motor device had lock damage which caused the cutter device to detach from the device. Correction: b3: it was reported in the initial medwatch that the date of the event was august 5, 2020. Additional information received from the reporter states that the event occurred on august 10, 2020.